Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer ordered a replacement adc device but the replacement order was denied internally due to the customer already receiving a replacement adc device within a year. As the customer was not notified that their replacement adc device order was denied, while waiting on the order the customer was unable to obtain glucose readings and experienced a loss of consciousness, a coma, "significant" brain damage, and was unable to self-treat. The customer was hospitalized and had contact with a healthcare professional (hcp) who obtained a glucose reading of "over 1,200 mg/dl", provided unspecified treatment, as well as unspecified rehab that the customer reported will take "months long recovery". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is based on the customer's report of "june of 2025". All pertinent information available to abbott diabetes care has been submitted.